Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection revealed the shaft had been fractured at approximately 100mm from the distal end of the device. The actual device was found to have no missing segment. The fracture ends were inspected under magnification and electron microscope. At and around the fracture end of the distal fractured segment; some creases had been generated on the urethane outer layer. The core wire was exposed. The urethane outer layer had a trace which implied that the shaft had been pinched with an object. At and around the fracture end of the main body; some creases had been generated on the urethane outer layer. The urethane outer layer had become thinner toward the fracture end. This configuration implied that the urethane outer layer had been ripped off. It is likely that the urethane outer layer was stretched out by excessive pulling force and became thinner before the shaft got fractured. Subsequently, the ripped urethane outer layer was subjected to compressing force generated by itself when the stretched portion shrank back, resulting in the generation of the creases. The trace of pinching force on the fractured segment may have been generated when the fractured segment was retrieved from the patient's body. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. The urethane outer layer was dissolved for better inspection of the core wire. Electron microscopic inspection of the core wire found that the dimple pattern (convex and concave) had been generated on the surface of the fracture cross-section. The outside diameter of the core wire was confirmed to meet the specifications. Based on previous reproductive testing, a guide wire may get fractured when it has been subjected to force. A review of the device history record and the product release decision control sheet from the involved product code/lot number combinations was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual device was subjected to repetitive bending forces at one point, where metal fatigue occurred on the core wire, leading the core wire to get fractured. Subsequent pulling force applied to the actual device ripped the urethane outer layer. The exact cause of the reported event cannot be definitively determined based on the available information. The labeling does address the potential for such an event in the instruction-for-use (IFU). If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the radifocus guidewire m was used for a percutaneous aortic valvuloplasty (balloon dilatation). With the access from the femoral artery, the device was delivered to the left ventricle by the retrograde approach. It was inverted and placed in the inner part of the left ventricle. Due to small volume of the left ventricle, the device was formed into a bent shape. Subsequently, the balloon catheter was delivered over the device to the aortic valve and dilated it at approximately 6 8 atm. While the device was withdrawn along with the balloon catheter, the distal segment of the device was fractured and remained in the left ventricle, which was later retrieved with snare out of the body. A sterling balloon catheter (boston scientific) was used with the product. The procedure outcome is unknown and the patient recovered from the event.